Event description:
International affiliate reported that a needle broke during a mitral valve procedure. A portion of the needle remains within the cardiac tissue. The surgeon was unable to retrieve the retained needle fragment. A second surgical procedure will be performed to retrieve the retained fragment.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submiited in a supplemental 3500a form.